Event description:
The customer reported to philips that the toothbrush caught on fire and melted while it was on the charger.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : device disposed of by customer.